Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump suspended low. Blood glucose value was 50 mg/dl at the time of the incident. The customer treated with food. No troubleshooting was performed and nothing will be replaced or returned.